Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer asked for recommendations regarding flushing the line post-secondary medication. It was noted that there was medication left in the line from the pump to the patient which is then delivered at a variable rate. There was no information on patient involvement.

Manufacturer narrative:
Correction: medical device catalog#, medical device model#, concomitant med prod data. Additional information: manufacturer narrative. Investigation summary: the reported problem with medication remaining in the line from the pump to the patient after a secondary infusion could not be identified; no suspect devices were returned for this investigation. No suspect device was returned for this investigation; therefore, testing could not be performed. No suspect logs was attached for this investigation. There was no device returned for investigation; therefore, logs analysis could not be performed. A clinician consultant from the solution deployment services team reached out to the clinical lead in stanford medicine children¿s health via email to provide some recommendations. The clinician programs the secondary infusion following the standard process. Once the secondary completes, the clinician would return to the pump, and on the same module that just finished the secondary, press channel select-> secondary -> restore. This will pull up the secondary infusion that just completed. Here, the clinician needs to change the vtbi to the desired flush volume, and then they can start the infusion. For this to work, the clinician will need to have allowed the secondary infusion to complete ¿ you can only restore a secondary infusion that has been completed. During initial programming of the secondary infusion, the clinician can add the flush volume to the vtbi prior to starting the infusion. This will change the rate the medication will deliver over ¿ so the clinician will need to note the appropriate rate prior to changing the vtbi. Once the vtbi has been changed, then they will select the volume/rate soft key, and enter the appropriate infusion rate. This metho may be preferable, as the clinician only programs once, and does not need to return to the device to reprogram. I would heavily discourage any use of basic secondary ¿ this is a form of basic infusion. This is a trick I see some clinicians pick up, but it would be problematic in a future interop state. Per bd alaris system user manual (v12.3.2), when programming a secondary piggyback infusion, confirm that the programmed secondary vtbi matches the actual volume of the bag (including any additives or overfill). This ensures the entire secondary volume infuses at the correct rate. Root cause: during the investigation, the root cause of the reported problem with medication remaining in the line from the pump to the patient after a secondary infusion could not be identified; no suspect devices were returned for this investigation.

Event description:
It was reported that the customer asked for recommendations regarding flushing the line post-secondary medication. It was noted that there was medication left in the line from the pump to the patient which is then delivered at a variable rate. There was no information on patient involvement.